Manufacturer narrative:
The patient was born on an unspecified date in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported to be due to poor environment or source of water. The patient was hospitalized on the same day as the onset. The patient was treated with unspecified antibiotics (doses, routes, duration and frequencies not reported) for peritonitis which were discontinued 23 days after event onset. The same day, dianeal therapies were discontinued and the patient was transferred to hemodialysis. At the time of this report, the patient was not recovered from the peritonitis event. No additional information could be provided as the reporter declined follow-up.